Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h8, h10. D4: UDI#: (B)(4). Review of the most recent repair record determined the coupler boot was torn exposing the wires underneath. The coupler was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported during cleaning that the unit had a torn boot and exposed wires on the evac coupler handle. No other information was provided. No adverse events have been reported as a result of the malfunction.